Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of in-house programming history on (B)(6) 2014, it was observed that a faulted system diagnostic test occurred on (B)(6) 2014 which resulted in a change in settings. The faulted diagnostic settings were observed during the same visit and programming changes were also made, but the patient was left with an off time of 60 minutes based on the available programming history. The device settings were later corrected.